Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. The sample was rec'd with the shaft of the screwdriver broken apart. Visual inspection noted the shaft broke at the crossover from diameter mm to mm. A bent fragment remained at the mm diameter at the shaft. Noted on the bent fragment is a mark next to the initial fracture zone indicative that the shaft broke while excessive lateral stress was applied. At the same time the shaft was hit/blocked by another instrument which lead to the breakage. A review of the device history record did not show issues that could have contributed to the reported event.

Event description:
It was reported that a small hexagonal screwdriver broke during the posterior lumbar interbody fusion (plif) surgery (t10 to s1). No broken pieces in the pt. Surgeon used another screwdriver and completed procedure.